Event description:
It was reported that the patient complained of phrenic stimulation but upon examination this was not observed. But there was loss of ventricular capture. X-ray revealed that the ventricular lead had dislodged into the atrium.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The lead was received in two parts.